Event description:
Medtronic 670g insulin pump (sn # (B)(4)) - pump had a crack along the left side (battery side) from the clip-in-line all the way to the bottom left corner of the pump. Pump was approx 10 months old and had no previously known internal or external damage. Pump was used under normal conditions with the utmost care and did not undergo any external force or drops that would have caused damage. Please contact (B)(6) if you'd like pictures of the pump or more info.